Event description:
It was reported that during a angioplasty procedure the 9900 system had a temporary loss of fluoro capability and powered motion. The system was rebooted, then it displayed a data error. The system was rebooted a second time and the procedure was completed without further incident. No pt injury was reported.